Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The territory manager stated that the customer changes his set every three to four days and his last set change was four days before the event. The customer stated that his diabetes specialist does not think the insulin pump is working correctly. The time on the insulin pump is off by an hour because of daylight savings time. Programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime. Nothing further was mentioned.